Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a hemostasis procedure performed on (B)(6), 2010. According to the complainant, the doctor was performing a procedure to stop a gastric bleeding in the area between the distal esophagus and upper part of the stomach (cardia). During preparation, the needle was inspected and no issues were noted. During the procedure, when attempting to pierce the tissue, the catheter bent when applying force to it, and the metal needle bent. They were unable to pierce the tissue with this device. The procedure was completed with another interject sclerotherapy needle. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)